Event description:
Noise was noted on this lead. Patient to be evaluated. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that there are intermittent sensing of atrial activity on the lv channel in recordings transmitted to home monitoring. Intermittent loss of lv capture also observed. Further evaluation of lead position was recommended. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.